Manufacturer narrative:
Due to the device not being returned to edwards for evaluation and no photos provided, the complaint of sheath distal tip split was unable to be confirmed. A review of the associated complain history, DHR and IFU/training provided no indication that a manufacturing non-conformance or IFU/training inadequacy contributed to the complaint. Based on the description, the balloon burst on the delivery system most likely contributed to the reported difficulties during retrieval. It was likely that the tip became entangled with the delivery system, and the forces associated with attempting retrieval likely caused the reported damage. A definite root cause is unable to be determined. No labeling or IFU/training inadequacies were identified. No corrective/preventive actions are required at this time.

Manufacturer narrative:
Investigation is ongoing.

Event description:
During the transfemoral tavr procedure, the commander delivery system (ds) balloon burst during the last 5% of valve deployment. The ds was pulled back over the wire and attempts to remove the ds through the body of the 14fr esheath were unsuccessful. The ds catheter appeared to be outside of the esheath at the distal end of the esheath. The esheath was then observed to have split at the distal tip and the ds had become stuck at the balloon portion of the ds. After multiple attempts to manipulate the commander into the esheath it was determined that the balloon had torn radially and the ruptured balloon material was preventing the ds from re-entering the esheath. Percutaneous access of the left groin had been initially obtained, a cut down on the left common femoral artery was performed and the esheath and ds were able to be successfully removed as one unit. A surgical patch of the left common femoral was completed. The patient was stable and doing well at the conclusion of the case. The sheath distal tip split was attributed to the patient's vessel tortuosity. The patient had severe thoracic ao tortuosity and moderate calcification. Note: this case pertains to the esheath distal tip split.

Manufacturer narrative:
Ref. Related mfg report number 2015691-2015-03105.